Event description:
The plaintiff's attorney alleged that the decedent experienced an acute myocardial infarction, cardiac arrest, hypotension, cardiac arrhythmia and subsequently expired on the same day after having received hemodialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.